Manufacturer narrative:
Customer complained the device alarmed insulin flow blocked and audio anomaly and was found on november 23, 2022. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit failed to pass the self test due to pump error 63 occurring during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Received device with audio turned on in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit was successfully downloaded using thus and carelink. Device error 63 (variable 03) occurred on 10/17/2022 12:54 pm esf# na, line# 367, file#37. Device was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. No no delivery alarms noted on event date in history files and traces. The following were noted during visual inspection: scratched case, battery tube threads cracked, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), cracked retainer. No unexpected insulin flow blocked alarms noted during testing and not confirmed. Pump error 63 is confirmed due to cracked soldered joint pin(02). Audio anomaly is no confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a audio anomaly. The customer stated that the alarm of the insulin pump was not as loud as it use to be and during the night there was occlusion alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.